Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: logs show (part number) 480460-12, (lot number) k13241121-0552, was installed on the system 7x and fired 7 reloads (2 green, followed by 5 blue). There were no incomplete clamps or unclamps by this instrument. On installs 1, 2, 4, and 5, the firings were each completed with no pauses for compression. On installs 3, 6 and 7, the firings were each completed with 1 pause for compression. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument misfired on the third fire. The blue reload had an incomplete staple line, leaving a hole within the tissue. Tisseel was utilized along the incomplete staple line. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the blue sureform 60 reload associated with this complaint. The stapler reload was found to have the knife slightly exposed within the knife track. Additionally, the stapler reload was found to have cartridge damage. The cartridge was damaged at the site of the exposed blade. The knife was removed and inspected, and damage was found. Isi also received the sureform 60 stapler instrument associated with this complaint. A visual inspection displayed no signs of physical damage. The instrument passed the recognition and engagement tests. The stapler instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected.